Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A nurse reported a slight overcorrection during femto lasik custom myopic treatments. There are multiple related reports for this facility. This report addresses patient dr's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Review of the logfile for the day of treatment showed no error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user skipped the gas change, scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. Clinical applications specialist (cas) review showed the user performed only three energy checks on that day. The first energy check was during start up. The second energy check was several hours later and the next energy check was hours after the second energy check. It is recommended that an energy test is performed before each patient according to the user manual. The measured energy was stable. The related treatment could not be identified. The review of the complete day showed no abnormalities or deviations. All treatments were performed successfully and the eyetracker was activated during the complete day. No abnormalities or deviations could be detected in the logfiles which could contribute the reported issue. No conclusions could be drawn about the outcome of the eye. The femto laser treatment report showed a decentered flap with a long suction time. It does not show whether the flap was complete or not but obviously it could be lifted. Additionally, a lot of liquid was seen on the eye which could have caused a thinner flap. The excimer laser report showed an ablation with a big optical zone and a high ablation. The previously decentered flap can lead to a decentered ablation. According to the report and to the technical review, the possibility of a laser issue is unlikely. No conclusion could be drawn which might have led to the unsatisfying auto refractometer result. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: 2020-08302.